Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient noticed the pain returning suddenly along with a noticeable swelling and a pulling sensation around the scs lead anchor site in the midback. Reportedly, upon examination all electrode contacts exhibited high impedance. A lead fracture was suspected. Surgical intervention would be necessary to address the issue.